Event description:
The customer reports the device fails pacer tests. There was no reported pt involvement. The complaint is still under investigation.

Manufacturer narrative:
(B)(4). The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.